Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, computed tomography (CT) was performed, and findings was highly suspicious for pulmonary emboli involved the right inferior and left superior pulmonary arteries. Approximately four months later, ventilation-perfusion lung scan revealed that there was no evidence of pulmonary embolism and very low probability of pulmonary embolism. Subsequently four months later, computed tomography (CT) revealed that the filter was present within the infrarenal inferior vena cava. No strut fracture or abnormal penetration of the caval wall was present. No abnormal tilt of the device was present. There was no retroperitoneal mass or fluid collection. Stricture of the inferior vena cava was present at the level of the device. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for pe post implant as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. However, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter.the current status of the patient is unknown.